Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as a tooth extraction (permanent impairment to a body structure) was reported and an align product was being used.

Event description:
The patient reported symptoms of extraction of tooth #23 (lower left lateral incisor), tooth mobility (unknown class) of upper incisors, tmj exacerbated by the second round of treatment, chipped teeth (unknown numbers), and clenching. It is unknown if the patient required medical intervention to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. It is unknown if the patient is still wearing aligners or how the patient is currently doing.